Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for high hvli for svc-to-can. The measurements suddenly increased. Possible issue with svc coil and performing a synchronized shock to determine pocket encapsulation or a true lead issue was discussed. Later, the patient was presented to the hospital with chest pain. The device was interrogated, and changes were made to monitoring zone. The hvli was normal and will be assessed during the next follow-up. The patient was stable.